Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for a routine changeout, loss of output was noted and the patient went asystolic. The patient was very large and cautery was used at the top of the pocket. The device was successfully explanted and replaced.

Manufacturer narrative:
Analysis found normal battery depletion.